Event description:
On august 10, 2006, a gore tag thoracic endoprosthesis was implanted to repair a descending thoracic aortic dissection and aneurysm. In 2006, the pt went into cardiac arrest and expired. The pt had an acute rupture of the descending thoracic aortic false lumen. The false lumen was thrombosed, the original re-entry tear was completely excluded by the device, and there was no indication of an endoleak.

Manufacturer narrative:
Please note: without the device lot serial number, a review of the manufacturing records could not be conducted.